Manufacturer narrative:
(B)(4). One used embolization coil was received to assist in this investigation. The coil was kinked in two locations. The first kink was located approx 7 mm from the proximal end of the coil. The second kink was located near the distal weld of the coil. All diameter measurements were found to be within specifications. The length of the coil was unable to be measured due to the condition of the returned device. Quality control inspects for proper coil length, curl diameter, securement of end coil and distal welds prior to shipping. An instruction for use (IFU) is supplied with every device. The IFU lists the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Additional information on vessel size and images were not received. Without this additional information we are unable to determine what may have lead to this failure mode. However, it is possible that the embolization coil was either undersized for the vessel or placed too close to the inlet of an artery. The damage (kinks) visible on the embolization coil were likely due to the snare used to retrieve the device after migration. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera), no risk mitigating action is necessary at this time.

Event description:
The device was used for stent placement in the hepatic portal. The coil placed in the hepatic portal migrated (to where: unk). Migrated coil was retrieved with another MFR's (en) snare. Pt outcome has not been provided by the reporter.